Event description:
The manufacturer received notification of an instrument malfunction on 12/28/2021. It was reported that a cervical 6mm rasp malfunctioned during a sacroiliac joint fusion procedure. There were no known patient complications associated with this complaint and the procedure was successfully completed. The complaint instrument was returned to the manufacturer on 12/31/2021 for complaint assessment.

Manufacturer narrative:
A visual assessment of the returned complaint rasp showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The head of the rasp was separated from the instrument handle shaft, and the shaft where the rasp head connects to the handle was misshaped with a crack present. The handle shaft appeared to have been compressed and misshaped by an instrument such as pliers or hemostats. A functionality assessment was not performed due to the damaged condition of the complaint instrument, which was removed from distributable inventory. In an effort to best understand the surgeon's technique and how the cervical 6mm rasp was being used, an email inquiry was sent to the complainant on 12/30/2021. The complainant responded that the surgeon positions the sacroiliac joint fusion anchors laterally through the sacroiliac joint. Next he fuses the joint posteriorly. He uses a variety of curettes to prepare the joint. He uses the small drill bit to ream the joint. Then the surgeon uses the cervical rasps without stops posteriorly down in the joint to further prepare for fusion. He will then insert cervical cages into the sacroiliac joint. A DHR review was performed for the cervical rasp complaint lot and there were no manufacturing anomalies identified. The device met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 6/13/2013. The manufacturer's sacroiliac joint fusion system does not include rasps to prepare the sacroiliac joint, and the surgical technique guide does not include a posterior approach to prepare the sacroiliac joint. Use with components from other systems is listed in the contraindications section of the sacroiliac joint fusion system instructions for use (IFU). The root cause of this complaint is the surgeon elected to use a cervical 6mm rasp to posteriorly prepare the sacroiliac joint during a procedure. There has been one other complaint of similar nature in the past 12 months, which was received from the same complaint source and reported to cdrh under 3005031160-2022-00001 on 1/07/2022. The manufacturer will continue to monitor the complaint device for complaints from the field.